Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that flap was thin on a patient's eye. Surgeon feels the difference from the planned flap thickness is off by 20 to 30 microns. Eye was noted to be dry. The patient interface plate may be too thick which might cause the laser to cut so far above and below. There are two related reports for this patient. This report addresses one of the patient's eyes and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no technical abnormalities were found. Logfiles were verified and system verification was performed on site by company representative. No device malfunction was confirmed, the device met specifications. According technical onsite visit and logfile review, no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).